Manufacturer narrative:
(B)(4). During follow up with the reporter, they stated that the patient had their peritoneal dialysis catheter re-inserted on an unreported date. At the time of this report, the patient was still recovering from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain. Two days after onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown and it was additionally reported that bacteria getting into the baxter healthcare transfer set was the cause of the peritonitis event. Beginning on the day of hospitalization, the patient was treated with unknown intraperitoneal antibiotics (medication, dosage, frequency, and duration not reported) for the peritonitis event. Antibiotic treatment was reported to be ongoing "for two weeks for the peritonitis event until it would be safe to place a new peritoneal dialysis catheter". Initially, dianeal therapy was reported to be ongoing but on a later unreported date; dianeal therapy was discontinued and the peritoneal dialysis catheter was removed. After eight days of hospitalization, the patient was discharged. The patient was recovering from the peritonitis event. No additional information is available.